Event description:
The case, bottom half (part #20496), is breaking/snapping off at where the screw head connects with the case. That is, the plastic underneath the screw heads is breaking causing the upper case (part #20497) and lower case to separate. Note: the complianant suggests that the MFR create a modification to the ventilator that would strengthen the plastic underneath the screw head.